Event description:
It was reported that stent damage occurred. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.50 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the distal stent region lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.